Event description:
Medical affairs was unable to get in contact with the pt; therefore, sent the pt a letter to obtain more clinical info. The pt called alleging that there was a power issue with the meter. The battery was replaced less than a year ago. The pt replaced the battery and the meter kept powering on and off. The pt went to the hosp because she was experiencing symptoms of jitters and feeling sweaty. Prior to going to the hosp the pt took her medication. There is no info on what type of medications the pt took. The hosp treated the pt with medications. There is no info on what type of medications the pt was treated with or what the reading was in the hosp. Customer services sent the pt a replacement meter. The complaint was reported as a malfunction, since the battery was replaced less than a year ago and the meter still had a power issue.